Event description:
Bbb letter. Hi there, I am writing to you today regarding a cosmetic procedure I had at (B)(6). Some time in (B)(6) 2014 I received fractora and acquired a scar on my nose due to professional negligence. Initially, I had a consultation with (B)(6) who is a laser technician at (B)(6). She recommended 3 fractora treatments to improve my acne scars and promote skin tightening. This procedure was supposed to have minimal risks however I was left with an indented scar on the bridge of my nose that is about 1cm long. (It resembles a deep claw mark). (B)(6), a technician at (B)(6) did the fractora treatments as (B)(6) was not available. The fractora sessions were about 10 days apart which I later realized that each session should have been spaced 2/4 weeks apart. Regardless, during my third and final treatment, the machine setting must have been too high and as a result I received a severe burn to my nose. I felt a stinging pain during the procedure where I was burnt and the skin at the injury site appeared raw. I called in dr. (B)(6), who was the physician overseeing the procedure. He gave me a couple samples of vaseline and said to give it a week to heal. A few days later, after the scabbing had went away I knew that I was left with a scar. I contacted (B)(6) that day and spoke to (B)(6). She said that I could try a ipl treatment to the immediate area which should reduce some of the redness. The scar is indented so results were minimal. Approximately a week later I met with dr. (B)(6) again and he said it will need time to heal. He seemed uninterested and sent me on my way. When I told (B)(6) I was extremely upset about the scarring and how it was dealt with she said that they could od another fractora session to help with the scarring but suggested that I wait 1 year so the scar has time to heal. I followed her advice and had another fractora treatment completed by (B)(6) in (B)(6) 2015 but there were no changes in the scar. (B)(6) also said that the previous fractora procedures were scheduled too close together and that fractora treatments should be spaced at least 2 weeks apart. I notified (B)(6) a few days later and told her that the fractora did not make a difference to the scar. Since I was getting married in (B)(6) we agreed that we wait to do any other treatments until after the wedding since the fractora does cause redness and swelling. I got married on (B)(6) 2015 and began pregnant on (B)(6) 2015, three weeks later. I told (B)(6) that since I was pregnant I could not do any procedures at this time. She said that I could contact her after the baby was born and they would do another fractora. (B)(6) 2016, I called (B)(6) and asked if we could set something up for the new year, when I was finished breastfeeding. She said that they were getting a new procedure called derma stamp and said it may be a better option than the fractora. She also said they would complete "3 complimentary sessions" as an attempt to diminish the scarring. I feel this was the last they could do since the scar was caused by their staff and I still find it extremely upsetting. She said that she would contact me in (B)(6) when they received the derma stamp machine. She said that they would possibly use me as a demo and they would complete the other 2 treatments at no cost. In (B)(6) I called her as a reminder. She said that the machine was not up and running and that she would call me in a week. I waited two weeks and had not heard from her. I called again and (B)(6) said that she did not think that the derma stamp would help because there is no collagen to rebuild since the scar is on the bridge of my nose which has minimal tissue. I would have made a complaint sooner however I recently realized that this was a FDA issue when I viewed a news program on internet regarding 2 other women who received scars from this.